Event description:
It was reported that the subject device had flickers with images. It was unknown when the issue occurred. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h6, h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: - fluid immersion in the operating section. - component failure of the universal cord. - slight dark break in the beam at the insertion section. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.